Event description:
It was reported, by the customer, that in 2008, the guidewire was inserted after the vessel was punctured. The catheter was advanced approx 15 cm into the vessel. Upon withdrawal of the guidewire, it began to unravel during this procedure and it "ruptured." A piece of the guidewire approx 15 cm remained insitu. The piece of the guidewire needed to be removed surgically. The foreign health authority, bfarm, was informed by the customer on 01/31/08.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.